Event description:
Affiliate reported that monitoring showed inconsistent mmhg values going up to 70, falling down to minus 2. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.